Manufacturer narrative:
Please note: other devices used during the original procedure include item pxc181400, and item pxc161000.

Event description:
In 2006, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Two type ii endoleaks were found via a CT scan one month later. A re-intervention was performed to seal off the endoleaks the following month.